Event description:
It was reported that during an unspecified procedure the proximal shoulder of the 3.75x15 quantum maverick balloon appeared too long under floral. There were no pt complications. The procedure was successfully complete with this balloon. Pt status is reported as "fine".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.